Manufacturer narrative:
Additional information: b5, d10, e1(prefix), e3, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first instrument noted the tube shaft was bent. Tacks were visible in the shaft. The first instrument was applied to the appropriate test media. The remaining six tacks deployed and seated properly in the test media. Visual inspection of the second instrument noted the tube shaft was bent. The instrument was fully applied. The handle of the second instrument could be actuated and cycled properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration the root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia repair procedure, when using the 2 device for mesh fixation, tacks were falling out and did not hold the mesh. The surgeon then used another device from other manufacturer to resolve the issue in order to complete the case. The procedure was extended for more than 30 minutes. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hernia repair with mesh, once two devices had been opened, tacks fell out and did not hold the mesh. There was no patient injury.